Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch # (B)(4). Description of event: (B)(6) 2020 at 1345, epidural placed by anesthesiologist: positioned sitting upright, approach midline, needle (# 17 gauge, placed via loss of resistance technique (with air), catheter inserted into epidural space:5 cm; insertion level: l3/4 aspiration (no paresthesia noted, not blood, not cerebral spinal fluid), injectant (test dose given (lidocaine 1.5% w/ epinephrine 1:200000, 3ml), no change in maternal hr, no signs of intravascular or intrathecal injection with test dose). Baby delivered vaginally at 1630. At 1855, rn began removing the catheter when slight resistance was met. Rn asked patient to reposition and arch back more towards rn to aid with removal. Rn again attempted to remove catheter with less resistance noted following position change. Gentle traction was applied to remove the catheter and catheter began to come out when rn noted that something appeared abnormal with the epidural catheter. Rn immediately stopped the catheter removal and called the in-house crna to come and evaluate the epidural catheter. At 1900 the crna noted: the plastic material of catheter was found to be broken at about the 17 cm mark with only the internal metallic wire reinforcement remaining connecting the broken catheter to the remaining portion of the catheter inside the patient. The crna called the anesthesiologist who came to the bedside. Per the anesthesiologist: 1913 "called to see patient, epidural catheter not coming out properly. When I examined the patient unsheathed wire protruding from patient's back with proximal epidural catheter attached. With application of minimal tension short section of wire came out of skin without tip of catheter present. Nurse reported that epidural was sliding out routinely, when it suddenly stopped, and the wire appeared. She immediately stopped and called us to evaluate the patient. It is my impression there is residual catheter left in the patient. Just how much is difficult to judge from the fragment available for exam."

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.

Event description:
Medwatch #0300650000-2020-8004. Description of event: (B)(6) 2020 at 1345, epidural placed by anesthesiologist: positioned sitting upright, approach midline, needle (# 17 gauge, placed via loss of resistance technique (with air), catheter inserted into epidural space:5 cm; insertion level: l3/4 aspiration (no paresthesia noted, not blood, not cerebral spinal fluid), injectant (test dose given (lidocaine 1.5% w/ epinephrine 1:200000, 3ml), no change in maternal hr, no signs of intravascular or intrathecal injection with test dose). Baby delivered vaginally at 1630. At 1855, rn began removing the catheter when slight resistance was met. Rn asked patient to reposition and arch back more towards rn to aid with removal. Rn again attempted to remove catheter with less resistance noted following position change. Gentle traction was applied to remove the catheter and catheter began to come out when rn noted that something appeared abnormal with the epidural catheter. Rn immediately stopped the catheter removal and called the in-house crna to come and evaluate the epidural catheter. At 1900 the crna noted: the plastic material of catheter was found to be broken at about the 17 cm mark with only the internal metallic wire reinforcement remaining connecting the broken catheter to the remaining portion of the catheter inside the patient. The crna called the anesthesiologist who came to the bedside. Per the anesthesiologist: 1913 "called to see patient, epidural catheter not coming out properly. When I examined the patient unsheathed wire protruding from patient's back with proximal epidural catheter attached. With application of minimal tension short section of wire came out of skin without tip of catheter present. Nurse reported that epidural was sliding out routinely, when it suddenly stopped, and the wire appeared. She immediately stopped and called us to evaluate the patient. It is my impression there is residual catheter left in the patient. Just how much is difficult to judge from the fragment available for exam."